Event description:
Additional information: it was reported that patient did not notice mobile power unit (mpu) cord coming loose from the wall or the back of mpu. Patient has v-lock mechanism. Mpu was not exchanged.

Manufacturer narrative:
UDI is unknown since no serial number was provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient observed no external power alarm on (B)(6) 2019 and (B)(6)2019. There was another no external power alarm on (B)(6) 2019 but it appeared to have caused due to both power leads being disconnected. Patient still has the mobile power unit (mpu). It cannot be discerned if the mpu power cable came loose from the connection with the mpu, the wall outlet, or if power to the house was lost. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarms on the mpu was confirmed via the submitted log file. The submitted log file spanned approximately 25 days ((B)(6) 2019 per timestamp). On (B)(6) 2019 at 09:25:04 there a no external power alarm activated when the mpu lost power and cleared when power was restored. On (B)(6) 2019 at 05:39:45 the system controller lost power while connected to the mpu until 05:40:13. The alarm cleared when power was restored. The backup battery provided power during these no external power events. The mobile power unit, (B)(6), was not returned for evaluation. Attempts were made to gather further information regarding the no external power alarms while the controller was connected to the mpu. To date no response has been received and no product has been returned for evaluation. The no external power alarms appear to be related to a loss of ac power while connected to the mpu. A root cause for the loss of ac power was unable to be conclusively determined through this investigation. Heartmate ii instructions for use and heartmate ii patient handbook address how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use and heartmate ii patient handbook address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.